Event description:
It was reported that during the pre-use check, a pinhole in the product was found. No patient injury was reported.

Manufacturer narrative:
Other, other text: four (4) pictures were provided; it could be observed a top view of the circuit product. Damage from embedded resin in circuit was observed. Visual inspection of the returned sample confirmed tier damage due to embedded resin in the circuit. The root cause is screw and barrel wear on flights, directly affecting the internal plastination process due worn flights on screw. Trend review for leakage failure was escalated through an internal CAPA. No lot number was provided for performance of a device history record review.